Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and attempted to power it on. The roller pump would not power on. The pst opened the roller pump and installed a luo printed circuit (pc) generic board assembly. The roller pump powered on successfully and functioned as intended. The pst reinstalled the original pc generic board assembly and the roller pump would not power on. It was determined that the pc generic board assembly was defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump head shut off and would not turn back on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.